Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the pacemaker was in backup vvi mode due to an event queue overflow. Additionally, the patient noted dizziness and extra-cardiac stimulation in their chest. Programming changes were made to restore the device. The patient was stable.